Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported glare, halos, dissatisfaction with visual outcome, and aching eyes post bilateral lens implants. The consumer was prescribed glasses with coating to minimize glare, but did not help. The consumer reports being prescribed restasis for dry eyes and had scar tissue removed from both eyes. The surgeon reported that yag was performed on (B)(6) 2013 and (B)(6) 2014 but did not specify which eye the procedures were performed on. The surgeon indicated that the likely cause of the event was "lens in planar position, initial surgery". The patient's current status was described as "doing well, but the patient continues to be unhappy". This event pertains to the patient's left eye. Reference MDR# 1313525-2015-00495 for the event associated with patient's right eye.